Event description:
It was reported that during routine device change-out, insulation damage was noted on the lead under the is-1 connector. The lead was capped and replaced.

Manufacturer narrative:
Only 16cm of the proximal part of the lead was returned. Analysis found external abrasion on the outer insulation of the is-1 connector leg at 6.8-7.3cm from the connector pin due to friction to the ICD can. Electrical analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.